Event description:
Customer reported that they had a pt connected to acuity that was being monitored on south2 and the pt kept disappearing from this system and re-appearing on their ER system. The clinicians were not alerted when the pt warped from one acuity station to another. This could lead to a delay in treatment. Bedside monitoring was not affected. No pt injury involved with this report.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Welch allyn engineering analyzed the log files and confirmed the pt mapped to another acuity system without user input. The clinician performed an end tele on this pt to correct this issue.